Event description:
The reporter's mother stated that her son had seen the er1 message "twice I think, last year." She said that she thinks it may have been technique and that he may not have had enough blood on the strip. She stated that he has never had a problem after that, and said he doesn't ever have readings above 500 mg/dl.